Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high thresholds were a chronic issue with the ra lead. Repositioning of the lead was attempted but was unsuccessful due to patient anatomy. The lead remains in use.

Manufacturer narrative:
Concomitant medical products:dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.